Manufacturer narrative:
(B)(4). Batch # 774a76. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: there was no problem in tightening the adjusting knob nor releasing red safety. The device could not be fired and firing sound was not heard. No change in procedure (e.g., additional resection, additional port hole, creation of unplanned colostomy, etc.) Due to this event. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired at dst anastomosis on sigmoid. The anvil was attached to the trocar properly. The battery was reloaded, but the issue did not improve. The battery was replaced, but issue did not improve. The device was used between colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device, the green check mark was illuminated, although the device was not fired at the operation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2023. D4: batch # 774a76 investigation summary: additional information was provided that the device would not fire during a procedure and the green checkmark was illuminated upon inserting the battery. Another battery was inserted into the device, and the device still would not fire. Another device was used to complete the case. Upon receiving the device, jjkk wanted to verify the green check mark was illuminating. The indicator was outside the range and when the test battery was inserted, the device fired automatically without depressing the trigger. The device was then sent to cincinnati for further investigation. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and with the anvil. The device was received with the indicator above high b and the safety was engaged. The device appeared to be partially fired, as the staples were partially driven out of the pockets and the knife was extended, which indicates the battery was removed from the device during firing. The washer within the returned anvil was uncut. No battery was returned with the device. As the device underwent an unintentional activation at the jjkk site, the original state of the complaint device was lost, limiting the analysis related to the would not fire condition. To test both the would not fire condition reported by the customer and the unintentional activation reported by jjkk, a test battery was inserted into the device. The backlight illuminated and the green light did not turn on and the device did not unintentionally activate. In order to complete further testing, the device needed to finish the firing sequence; the returned anvil washer was removed in order to move the indicator into range, the safety was disengaged, a test battery was inserted and the trigger depressed. The device successfully completed the firing sequence. The device was reloaded with staples and a washer, and the device was reset with a reverse test battery. A forward test battery was inserted into the device and the safety was disengaged. While moving the indicator into range, the device unintentionally activated. Recreating the observation seen at jjkk. The green check mark is illuminated at the completion of the firing cycle. To further understand the cause for the unintentional activation, the shrouds of the device were removed, and a continuity check was performed on the flex circuit. This check confirmed the flex circuit was working through the entire indicated range. A further examination of the firing switch showed the switch to be in an open state, without the trigger depressed, allowing the device to fire without actuating the trigger. After the s1 switch was cleaned with isopropyl alcohol, it started functioning normally. Therefore, it is most likely that the firing switch was malfunctioning at jjkk due to bodily fluid ingress. The device was then fired five (5) additional times with no issues observed. As the customer reported the device would not fire, it is known that an unintentional activation did not occur during surgery and is therefore not a design or manufacturing related defect. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing multiple times after cleaning the firing switch without incident, the would not fire issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 774a76, and no non-conformances were identified.